Manufacturer narrative:
Additional information received indicated that the customer's blood glucose level was lowered to target level. The product has not been returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
Customer reported occlusion alarms and changed out site, tubing and cartridge. Customer also reported a blood glucose level of 427 mg/dl and ketones.